Event description:
Patient reported for 3-4 months he has often experienced elevated blood glucose level with the highest being 430 mg/dl. Patient's normal blood glucose range was not provided. Patient stated, he changed the infusion set and took correction via the infusion device without success. Patient uses apidra insulin. Patient reported his blood glucose level is okay with the replacement infusion device. Patient stated, he thinks the infusion device delivers inaccurate insulin. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the reviewed history showed, that all programmed boluses were delivered as intended. The problem mentioned by the customer could not be reproduced.